Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6) all available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 08p13-24, that has a similar product distributed in the us, list number 04z21.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a patient with a history of sleep apnea, and fabry disease that is treated with fabrazyme. The following data was provided: sample ID (B)(6) (B)(6) 2022 initial result = 1,472.45 and 1921 pg/ml (positive), repeat result on roche = 20 (negative). Result was sent to the doctor and patient was transported to the hospital. No further and/or additional information has been provided or is available at this time. Sample ID (B)(6) (B)(6) 2022 initial result = 1,848.32 pg/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 41414ud00 and the complaint issue. The overall performance of alinity I stat high sensitive troponin-I was reviewed using field data from customers worldwide. Review shows that the median patient result for lot 41414ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I reagent for lot 41414ud00 was identified.